Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 18 june 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During the procedure after deploying the valve at 80%, the valve was slightly shallow on the left coronary cusp (lcc). An attempt was made to re-capture the valve. At that point the patient's blood pressure dropped and heart rate slowed, resulting in an increase in re-capture speed. At the end of travel on the deployment wheel the valve was not fully captured. The micro adjustment wheel was utilized several times, of which the distal end of the delivery system was pulled into the ventricle. After several attempts the inflow edge of the stent frame still appeared outside of the valve capsule and had a slightly flared appearance. The patient's heart rate and blood pressure dropped. Cardiopulmonary resuscitation (CPR) was performed and the decision was made to remove both the valve and delivery system from the patient. Upon inspection the valve had an accordion-like appearance. A new 25mm navitor vision valve and small flexnav delivery system was used to complete the procedure. Return of spontaneous circulation (rosc) was achieved prior to implant of the second valve. The patient status was stable.

Manufacturer narrative:
An event of retraction problem was reported. Also reported that the patient's heart rate and blood pressure dropped. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported retraction problem could not be conclusively determined. The reported patient effects of bradycardia and hypotension are possibly from procedural complications. The reported unexpected medical intervention was due case specific circumstances as cardiopulmonary resuscitation was performed due to patient condition. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.